Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was experiencing bubbles, insulin leaks and high blood glucose levels. Attempted to contact the customer, but the wrong phone number was given. Later, received another email with the correct phone number. No contact with the customer has been made as of yet.